Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history. See scanned page.

Event description:
The pt received her scs system, including a surgical lead, on (B)(6) 2010. It was reported that the amplitude was unable to increase above a certain level. Diagnostic tests revealed invalid impedance readings on two lead contacts. No further info is available at this time.